Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: the x-rays of case 3 were reviewed and there is, compared with the other cases with a device breakage, no product malfunction visible. Therefore the investigation is rated as unconfirmed for the unknown locking screws. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery was required on an unknown date approximately one (1) year after device implant due to implant failure. The original procedure was for a left reversed inter/subtrochanteric femur fracture. Surgical delay and patient status are unknown. This is report 4 of 5 for (B)(4). (Case 3). Refer to related complaints (B)(4). This report is for an unknown locking screw.